Manufacturer narrative:
A ge service rep performed on site investigation. The power supply and the intelligent shutdown device were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system is locking up at boot up prior to a case. No pt injury was reported.